Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the balloon burst was opposite the inflation eye. This was confirmed as user-related because observation found black mineral oil inside valve and inflation funnel. Based on contraindications, no substances except sterile water should be used to inflate the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿"[contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.] Do not wipe catheter surface with organic solvents such as alcohol. [The coating on the device may come off.] - applicable patients: do not use in patient who are or have been allergic to natural rubber." (B)(4).

Event description:
It was reported that balloon damage was noted upon removal of the the catheter on the 2nd day of use. It was later reported that the catheter was inserted into the patient after a prostate biopsy. Initially, the user attempted to remove the catheter from the patient, but failed. The doctor forcibly pulled on the catheter, and the catheter was removed with a damaged balloon. No patient injury reported. No intervention needed. It was unknown if there were missing pieces on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that balloon damage was noted upon removal of the catheter on the 2nd day of use. Per additional information, the catheter was inserted into the patient after a prostate biopsy. Initially, the user attempted to remove the catheter from the patient, but failed. The doctor forcibly pulled on the catheter, and the catheter was removed with a damaged balloon. No patient injury reported. No intervention needed. It is unknown if there were missing pieces on the balloon.